Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle there is something on the tips of the needles. The needle was dull and not able to penetrate injection site.

Manufacturer narrative:
Investigation: customer returned (2) loose 3/10cc, 8mm, 31g syringes. Customer states that the needles are dull and she noticed something on the tips. Both returned syringes were examined and one sample exhibited a hard, clear material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive splatter on the cannula. See attached photo and spectra. The remaining sample was tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). The point exhibited proper geometry, the od was measured as 0.0101¿, and there was sufficient lube. CAPA 91661 was initiated by the holdrege plant to address adhesive runover. A review of the device history record was completed for batch # 8260803 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200779743, 200779545] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (dull needle) probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8260803 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle there is something on the tips of the needles. The needle was dull and not able to penetrate injection site.